Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that both the dobutamine and fentanyl channels suddenly shut off and stopped working. The tpn and lipids that were on the same pcu were infusing fine. The pcu read "channel disconnected" but no channels were disconnected. Changed both the syringe channels for the dobutamine and the fentanyl and the new syringe channels worked fine. The devices were infusing fentanyl and dobutamine and then the "brain" rang off saying "channel disconnected" and both infusions shut off and could not be restarted. The channels would not respond or turn on. There was patient involvement but the outcome is unknown. Per the hospital's biomed findings: biomed was able to sequester the pcu and the syringe modules in question to investigate biomed retrieved all logs and upon inspection the syringe pump (sn: (B)(6), asset: (B)(4), channel c) was malfunctioning (could not be turned on) which caused the ¿channel disconnected¿ alarm. Review of logs indicated "unit disconnected" and "unit removed" errors at the same timestamp as reported the malfunctioning syringe pump (sn (B)(6) affected other adjacent connected syringe pumps by preventing them from powering on and acquiring channel ids properly. Biomed was able to replicate the issue as the malfunction persisted when the syringe pump was connected to different pcus and other functional pumps. Biomed found a blown fuse on the logic board to be the problem. Replacement of the logic board during testing allowed the syringe pump to function again. Due to the high replacement cost of the syringe pump logic board and the age of the device, biomed will retire the pump and will not be able to return it to service.

Manufacturer narrative:
Correction : describe event or problem, unique identifier (UDI) #. Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an channel disconnect issue was not determined because no products or device logs were returned.

Event description:
It was reported that both the dobutamine and fentanyl channels suddenly shut off and stopped working. The tpn and lipids that were on the same pcu were infusing fine. The pcu read "channel disconnected" but no channels were disconnected. Changed both the syringe channels for the dobutamine and the fentanyl and the new syringe channels worked fine. The devices were infusing fentanyl and dobutamine and then the "brain" rang off saying "channel disconnected" and both infusions shut off and could not be restarted. The channels would not respond or turn on. There was patient involvement but the outcome is unknown. Per the hospital's biomed findings: biomed was able to sequester the pcu and the syringe modules in question to investigate biomed retrieved all logs and upon inspection the syringe pump (sn: (B)(6), asset: p110198, channel c) was malfunctioning (could not be turned on) which caused the ¿channel disconnected¿ alarm. Review of logs indicated "unit disconnected" and "unit removed" errors at the same timestamp as reported the malfunctioning syringe pump (sn (B)(6) affected other adjacent connected syringe pumps by preventing them from powering on and acquiring channel ids properly. Biomed was able to replicate the issue as the malfunction persisted when the syringe pump was connected to different pcus and other functional pumps. Biomed found a blown fuse on the logic board to be the problem. Replacement of the logic board during testing allowed the syringe pump to function again. Due to the high replacement cost of the syringe pump logic board and the age of the device, biomed will retire the pump and will not be able to return it to service. It was later reported that the syringe pump module also had experienced a blown fuse, although information about when the blown fuse was discovered was not provided.

Event description:
It was reported that both the dobutamine and fentanyl channels suddenly shut off and stopped working. The tpn and lipids that were on the same pcu were infusing fine. The pcu read "channel disconnected" but no channels were disconnected. Changed both the syringe channels for the dobutamine and the fentanyl and the new syringe channels worked fine. The devices were infusing fentanyl and dobutamine and then the "brain" rang off saying "channel disconnected" and both infusions shut off and could not be restarted. The channels would not respond or turn on. There was patient involvement but the outcome is unknown. Per the hospital's biomed findings: biomed was able to sequester the pcu and the syringe modules in question to investigate (internally). Although requested, the customer did not send the device to bd for investigation. Biomed retrieved all logs and upon inspection the syringe pump (sn: (B)(6), asset: p110198, channel c) was malfunctioning (could not be turned on) which caused the ¿channel disconnected¿ alarm. Although requested, the customer did not provide the logs to bd. Review of logs indicated "unit disconnected" and "unit removed" errors at the same timestamp as reported the malfunctioning syringe pump (sn (B)(6)) affected other adjacent connected syringe pumps by preventing them from powering on and acquiring channel ids properly. Biomed was able to replicate the issue as the malfunction persisted when the syringe pump was connected to different pcus and other functional pumps. Biomed found a blown fuse on the logic board to be the problem. Replacement of the logic board during testing allowed the syringe pump to function again. Due to the high replacement cost of the syringe pump logic board and the age of the device, biomed will retire the pump and will not be able to return it to service. It was later reported that the syringe pump module also had experienced a blown fuse, although information about when the blown fuse was discovered was not provided. A copy of the health canada report was received, which states, "the dobutamine and fentanyl channel suddenly shut off and stopped working. The tpn and lipids that were on the same brain" were infusing fine. The brain read "channel disconnected" but no channels were disconnected. Changed both the syringe channels for the dobutamine and the fentanyl and the new syringe channels worked fine. The dobutamine did zero itself about an hour later but changing the infusion site on the PICC line remedied this issue and the infusion rate was consistent and correct. Both syringe channels were sent to biomed and removed from use."